Event description:
The customer contacted beckman coulter inc. (Bec) to report wash buffer leak from the wash buffer reservoir. Patient results are not questioned. The customer verified no one was exposed to the leak or treated for injury in association to this event.

Manufacturer narrative:
On (B)(6) 2011 fse replaced the wash buffer reservoir. The fse stated the leak was coming from the threads. Hardware is the root cause for this event. Bec internal identification is (B)(4).